Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable (B)(6). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was blocked. During the pre-repair diagnostics assessment, it was determined that the gear was broken and torn off. It was further determined that the device failed for check for untrue running, check for excessive noise, check the power with test bench and for check starting behavior. It was further determined that the event occurred after use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.